Event description:
It was reported that high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory. Analysis found lead fracture due to fatigue.